Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, a screw was found to be loose. After reassembly and pm, the device passed all performance tests. The pump was returned to customer in compliance with our essential performances. Without photo to confirm the defect, this complaint cannot be confirmed, but please be informed that an internal CAPA is open to address the subject of "loose screw". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported by customer: screw on pump block plate. (B)(6) 2025:* while replacing the battery, I noticed that the screws are rolled inside the pump. * disassembled the pump and secured the front panel screws. One more srew from the pump block plate was missing, put new screw on that. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.